Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with pocket erosion. The device and lead were explanted on (B)(6) 2018 without difficulty and there were no complications. The patient remained stable before, during and after procedure. There are no plans for implantation of a new device until the patient¿s condition improves.